Event description:
A customer contacted baxter (B)(4) to report a hole in the cassette resulting in, "moisture inside the cassette, moisture in her cycler and air bubbles in the tubing." No injury is reported. During a follow up phone call by product surveillance to the home patient (hp) on (B)(6) 2010 regarding the hole / leak in the cassette, it was revealed that the hp did not quite locate the hole, but noted that she saw a couple of drops inside the hc machine where the cassette sits. The hp stated that she noticed the moisture and air in tubing during priming, and confirmed that she was not connected at that time. The hp stated that she is doing fine and continuing therapy on the hc cycler without issues. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Actual sample was discarded by customer; however a companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet.

Manufacturer narrative:
(B)(4). The original sample was discarded; however, one companion sample was received for complaint investigation in original packaging and not opened. Set was placed on machine for priming with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint was not confirmed in the lab for the report by the patient of a leak. A batch review was performed on the associated lot ( h10b27049 ) with no issues noted. The patient stated that the hole resulted in "moisture inside the cassette, moisture in her cycler and air bubbles in the tubing." From a follow up call by product surveillance, the patient stated that she has been able to continue therapy successfully with new supplies. The failure mode could not be recreated under lab conditions. Additionally, the complaint does not provide sufficient information to identify the root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.